Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Customer changed the pump supplies to address the issue.